Manufacturer narrative:
Stryker evaluated the device and verified the reported issue. The technician determined the user interface printed circuit board assembly was the cause of the issue. A quote was sent to the customer for repair and the customer declined repair of the device. The device was sent back to the customer unrepaired.

Event description:
The customer contacted stryker to report that their device device was booting up with a completely white display. A white display can be indicative of a device lock up condition. As a result, defibrillation therapy may be unavailable, if it is needed. There was no patient involvement reported with the event.